Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was positioned between the markerbands. Deformation was evident to the 34th distal stent wrap with struts raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a moderately calcified bifurcation lesion in the mid left anterior descending artery, with positive fractional flow reserve of 74. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected before use with no issues noted. Negative prep was not performed. The lesion was predilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. No patient injury was reported.